Manufacturer narrative:
(B)(4).

Event description:
Complaint description: it advances guide without complications, to advance the dilator this does not pass the skin and flourishes the tip. Also part in the upper end.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Complaint description: it advances guide without complications, to advance the dilator this does not pass the skin and flourishes the tip. Also part in the upper end.